Event description:
A nurse reported that approximately five years after an intraocular lens was implanted, it became displaced. The lens was exchanged for another lens that had to be sewn into place. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).